Event description:
It was reported that the pt has revision surgery scheduled for (B)(6) 2012 due to increased levels of cobalt and chromium in blood. Pt also reports fluid in hip and erosion on hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00953.